Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d9, g3, h1, h2, h3, h6, h11. Correction: h4. Reported event was confirmed as visual evaluation of the returned product identified damage to the pouch that is visually consistent with thermal damage. Sterility has been breached as the damage is visible to the outer pouch and the photo cannot confirm if the thermal damage compromised the vendor seal. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. A corrective action has been initiated to address the malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product was used.

Event description:
It was reported that the packaging was hard to open. It was also stated that there was a sterility issue consistent with thermal damage. There was no patient involvement. Attempts have been made and there is no further information at this time.